Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, increasing pacing lead impedance and increasing capture threshold since (B)(6) 2018 was observed. Chest x-ray was taken and physician elected to continue to follow-up with patient in few months via merlin.net. Patient was stable throughout the event.